Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic nephrectomy. Event description: inserted through 12mm trocar and at deployment. When attempting to deploy the bag dr (name redacted) noticed resistance and found it very hard to continue the middle handle advancement. On complete advancement , the bags two wires popped out past the bag and the bag was still rolled up in and oval shape. Unable to use the bag and it did not open up. Additional intervention was performed , incision extended and alexis used. Additional information received from applied medical representative via email on 08jun26: the supports of the bag was referred to as ¿two wires popped out". The bag was still attached inside the lumen but not on the metal supports. Yes tips of the supports were exposed inside the patient. The bag came out of the introducer partially but rolled up in an oval shape. Couldn¿t access bag properly rolled up and half stuck in applicator , black string was not on the hook. Yes there was resistance to push the actuator forward. The actuator was pushed forward, retracted, and pushed forward again. Type of intervention: additional intervention was performed, incision extended and alexis used. Patient status: patient is fine.